Manufacturer narrative:
The returned samples was requested but hasn't been received till now, the lot numbers of this event was received, the DHR of this lots were reviewed without any issuses. The retained samples of the lots were tested and the samples met the specification. The root cause can't detected currrently, no action will be taken currently, a supplemental report will be submitted if further information received.

Event description:
The customer reported that drug leaks, plungers and syringes not locked properly